Event description:
The device was used during a low anterior resection procedure. Reportedly, the anvil did not tilt. The surgeon made another incision to remove the instrument. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed and attributed to a dimensionally discrepant component.